Event description:
It was reported the battery voltage was 2.68 v in the office, but the save-to-disk showed daily trend only as low as 2.92 v. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage with telemetry was 2.68v, and the daily measurement taken the same day was 2.95v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.